Manufacturer narrative:
During investigation, it was confirmed that the resistor r57 on the power supply pwa (printed wire assembly) shorted due to a defective power supply pwa in the returned infusion pump. The device was rebooting due to defective cpu pwa. There was evidence of sparks on power supply.

Event description:
The event occurred on an unspecified date and involved a shp grp,drvr,plum360,aus-nz-sa that was reported to not turn back on after putting it back together post repair and replacement of parts. Burn marks were identified on the power supply board and there was a burn smell coming from the pump module. The complaint occurred during repair with biomedical engineers, and not during clinical use. There was no patient involvement and no harm reported.